Event description:
It was reported that the user¿s blood glucose was 282 mg/dl after using the ilet with an empty insulin cartridge for the day, without completing a supply change or reverting to alternative insulin therapy; the user asked whether to self-inject insulin, and was advised that the pump would deliver corrections and that any off-pump injection would require disconnecting from the pump for two hours. Symptoms included hyperglycemia. Outcomes included no hospitalization, no emergency treatment, and no reported injury. Investigation included customer interview and troubleshooting with education on proper use and correction timing. Investigation of this case revealed user-related therapy interruption due to an empty insulin cartridge and continued pump connection without alternative therapy. It was concluded that the event was attributable to use error, with the device expected to correct once insulin supply and therapy use are restored. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.